Event description:
It was reported that the bronchovideoscope displayed error b30 (scope communication error). The issue occurred during preparation for use and before the patient was in the room. There were no reports of patient involvement.

Manufacturer narrative:
E1: facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection. Additional reportable malfunctions were found during the investigation which noted: that error e216 occurred when adjusting the angle downward. Based on historical data, the reportable malfunction probable causes due to some kind of stress such as damage or deterioration of parts. However, a root cause analysis could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No new information has been provided by the customer.